Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced a lower gastrointestinal bleed (gib). It was noted that the patient had therapeutic anticoagulation within the international normalized ratio (inr) goal. The patient underwent a colonoscopy and fecal occult blood diagnostics, and was treated first with octreotide and then thalidomide after the octreotide treatment failed. The patient later presented with significant bruising. The patient's aspirin treatment was stopped, and the bruising improved. The ventricular assist device (vad) remains in use.

Manufacturer narrative:
A supplemental report is being submitted for completion of investigation. Product event summary: a pump with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue and the serial number is unknown. Based on the limited information available, the device may have caused or contributed to the reported event. Gastrointestinal (gi) bleeding is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.